Event description:
It was reported that a patient had loss of pain relief/control. The patient was scheduled for a catheter revision that was secondary to poor pain control. During the (B)(6) 2015 surgery a catheter occlusion and catheter dislodgement from the intrathecal space were observed. The catheter had migrated from t6 to t11-12. The existing catheter was tied off and a new catheter was implanted. The patient resolved without sequelae as of (B)(6) 2015. The severity of the event was reported as ¿mild¿ as it did not interfere significantly with the patient¿s normal functioning level. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from the healthcare provider via a clinical study reported the during the patient's surgery on (B)(6) 2015. A new catheter was implanted and the existing catheter was tied off.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).